Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: communication error 218, damaged fiber bonding in the outer tube area (distal end), dented outer tube and the scratches on the outer tube. A root cause could not be identified. Based on the results of the investigation, it was likely that the reportable malfunction could not be determined, and additionally, communication error 218 occurred; the fiber bonding in the outer tube area (distal end) was damaged, the outer tube had a dent, and the outer tube had scratches, all of which were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid laparoscope had e226 error. The event occurred during reprocessing. There were no reports of patient involvement.